Manufacturer narrative:
Fields updated: b4, d9, f6, f7. The device involved in the event was returned to livanova and it was received on (B)(6) 2021. Examination of the valve revealed a pliable prosthesis. There was pannus overgrowth on the inflow sewing ring of the valve. The sewing ring, a portion of post 3 and the portions of leaflets b and c near the sewing ring were cut during the explant, so the study of the bioprosthesis was difficult. The stent and the sewing ring were probably covered by fibrous pannus that on the inflow side protruded into the lumen, narrowing the annulus, and caused a low degree of stenosis. The pericardium of one leaflet was slightly thicker than normal near the post due to pericardial degeneration. Some thrombus depositions were visible on the inflow sides of two leaflets. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. Small whitish areas due to tissue alterations were detected on both sides of all leaflets. Mesothelial delaminations were visible on almost all surfaces. X- rays of the subject valve showed no calcification. Histological analyses were performed. Hematoxylin and eosin stain showed that the pericardium was slightly thicker than normal because the collagen bundles were disrupted, defibrated and homogenated. Some cholesterol clefts were detected on one leaflet. Red blood cells were visible. Some degenerated inflammatory cells and present inside the thrombus depositions that were visible on both surfaces of the leaflet. Pericardial delaminations were detected, and a scar due to surgical procedures was visible on the mesothelial surface of the sample leaflet. A pericardial fold was detected. Bacteria were not detected with the gram stain. This crown valve was explanted after approximately 3 years due to the occurrence of pressure difference. The prosthesis is pliable. Pannus tissue overgrowth into the inflow lumen caused a low degree of prosthetic stenosis. There was no evidence of calcification or endocarditis in the returned valve. Histological analysis showed the presence of focal lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. This crown valve was explanted after approximately 3 years due to the occurrence of stenosis and regurgitation. The prosthesis is pliable. Pannus tissue overgrowth into the inflow lumen caused a low degree of prosthetic stenosis. There was no evidence of calcification or endocarditis in the returned valve. Histological analysis showed the presence of focal lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. However, based on the medical judgment received, a valve mis-sizing could have contributed to the reported early degeneration. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. Attachments & outputs attachments.

Event description:
Per additional information received, it was confirmed that the device was implanted supra-annularly. No root/annulus enlargement were performed prior to the pvs21 implant. The patient outcome was not provided, but was not commented by the surgeon. The reason for the valve explant is due to stenosis and regurgitation. No further information on the patient's clinical history and risk factors was provided at this time. The remainder of the information previously submitted remain unchanged.

Manufacturer narrative:
Implant date indicated as (B)(6) 2018 as a placeholder. The exact implant date is unknown (unk-unk-2018).

Event description:
In 2018, a crown valve cna21 was implanted. The device was explanted on (B)(6) 2021 due to the occurrence of pressure difference. A perceval valve pvs21 size was indwelled via midline incision, with 116 minutes cross clamping duration. Upon examination, the removed crown revealed little calcification on the valve leaflets. The surgeon commented that the cause was probably the placement of a 21 mm crown that was too large for the patient with narrow sinus of valsalva. Patient information has not been provided at this time.